Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the original complaint of a call service alarm issue was unable to be duplicated during investigation. The complaint regarding call service 064 alarm was reported on 25-jan-2017, and pump was in use until until 17-jun-2018 with no evidence of call service 064 alarms. Unrelated to the original complaint, the pump had a cracked battery compartment and a detached bolus button.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.